Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The lesion being treated was located in the left anterior descending (lad). The physician left anterior descending (lad). The physician attempted to advance the 2.50x24mm taxus express2 drug eluting stent to the lad, but the stent delivery system (sds) had difficulty crossing the lesion. The physician attempted to remove the device from inside the patient in order to predilate the lesion. The stent "bumped onto y-connector" and it dislodged inside the guide catheter. The stent was removed from the patient without injury to the patient. The procedure was successfully completed with a non-bsc 2.50x28mm drug eluting stent. There were no patient complications and the patient's condition is listed as good. Further information has been requested, but has not been received.